Manufacturer narrative:
(B)(4): physio-control advised the customer that the device is not field serviceable and is no longer under warranty. Physio recommended that the device be replaced. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device no longer powered on. The customer advised that there was damage to the lid which prevented it from closing; however, the customer could not state whether or not the device had been dropped or if the damage contributed to the reported issue.